Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet foam degradation was noted. The device sound abatement foam needed to be replaced to address the issue. Additionally, the service technician noted error cove e53 (err_comp_log_sem_timeout) in the device log and a presence of dust in the device.